Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer could not recall their past blood glucose (bg) level; the customer was currently experiencing a bg level of 409mg/dl and moderate levels of ketones. The customer delivered a correction bolus to address the bg level. The customer changed the cartridge and infusion set. After the supply change, another occlusion alarm was declared. The customer reverted to using insulin injections to manage diabetes. A pump system check was performed using the current supplies and the pump performed as intended.